Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a valve, implanted in aortic position, was explanted after an implant duration of 3 years and 7 months due to unknown reason. The valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a valve, implanted in aortic position, was explanted after an implant duration of 3 years and 7 months due to acute enterococcus faecalis endocarditis. The valve was replaced with a 25mm 11500a valve. Per medical records, the patient presents with fevers x 1 month, workup showed blood cultures + enterococcus faecalis, tee showed 5mm vegetation on av and suspected infection of the graft. The patient underwent urgent redo avr, the graft was found infected with aortic root abscess. The av was removed, there was vegetation overlying the prosthetic valve which appeared significantly oversized. After debridement, a 25mm 11500a valve was implanted with mattress sutures and secured with cor-knots. A 30mm gelweave graft was used for the ascending aorta. The patient was discharged on pod #9.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation as it is unknown when/where the device was explanted; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Updated sections: h6 (type of investigation, investigation finding, and investigation conclusion).